Event description:
The doctor placed the PICC. The dr had the needle in the pt's arm when they started to thread the guidewire. The guidewire would not thread. The dr pulled out the wire and heard a snap. The end of the wire was frayed, and a small piece of wire was seen in the pt's upper inner left arm.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review showed one other similar product complaint file(s) from this lot. (268617).